Event description:
Staphylococcus aureus infective endocarditis. Positive blood cultures for s.aureus an a fever during the night of (B)(6) 2021. Diagnosis of endocarditis on cardiac defibrillator leads. Surgical/lnvasjye procedure on (B)(6) 2021: removal of endocardial material and reimplantation of a multisite pacemaker by abdominal approach (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).